Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a mini stick max 4f x 10cm. During a micropuncture procedure, the tip of the guidewire broke off in the patient's av fistula. The end user was unable to retrieve the fragment; therefore, the patient was sent to surgery a few days later, for removal; however, the fragment was unable to be removed and remains inside the patient.

Manufacturer narrative:
As the reported device was not returned, angio-dynamics is unable to perform a device evaluation. The customer's reported complaint description of guidewire tip detached inside patient cannot be confirmed. No guidewire sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. (B)(6) was sent to guidewire supplier/manufacturer, heraeus medical for DHR review of supplier lot numbers. Heraeus confirmed no internal non-conformance reports were found regarding batch in question and personnel were properly trained. This event cannot be confirmed to be a manufacturing issue. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: direction for use {dfu} is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with labeling. Adverse events guidewire shearing, fracture or embolization operational instructions 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angio-dynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).